Event description:
A malfunction was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.